Manufacturer narrative:
The reported field event of noise was not confirmed. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
Related manufacturer reference number: 2017865-2024-65845. It was reported that noise was noted on the right atrial lead and was reproducible by pocket/device manipulation. The patient was symptomatic. The patient presented for a scheduled ra lead revision, and when the device was disconnected, the noise could not be reproduced. The physician chose to revise the ra lead and replaced the device. The patient was in stable condition.